Event description:
Discomfort - mouth [oral discomfort]. Brush head [...] Will no longer fit on the toothbrush handle shaft / magnet is loose / it may be the toothbrush handle shaft as well that is broken / brush head did come off the toothbrush handle shaft and into my mouth - oral-b [device breakage]. Case narrative: consumer via phone reported that the oral-b toothbrush head no longer fit on the oral-b toothbrush handle, the magnet was loose not allowing the toothbrush head to click in place on the toothbrush handle, and the toothbrush handle shaft was broken. The toothbrush head came off of the toothbrush handle and into their mouth causing discomfort. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.